Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source. The event occurred greater than three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: d274drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 694965 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer¿s database indicated the patient died approximately 19 days post implant of the ICD, almost 4 years post implant of the right ventricular (rv) lead and 11 years post implant of the right atrial (ra) lead. The patient died approximately 3 years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was received. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.